Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number therefore, unavailable. Return requested for biopsy guide. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported their biopsy holder had a problem, the screw would no tighten properly. No further details regarding the damage, or how it occurred, were provided. This issue was found after the site put the device through their sterilization process. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation found that the reported event was related to a hardware issue. Mechanical evaluation confirmed that the tightening screw threads were damaged and unable to be tightened securely. This issue was documented in a medtronic navigation hardware anomaly tracking database.